Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 638rl26 heart ring, implanted: (B)(4) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) experienced a partial electrical reset. The patient will be brought into the clinic to clear the reset. The crt-p remains in use. No patient complications have been reported as a result of this event.